Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2024-00189, 0001825034-2024-00191, 0001825034-2024-00193, 0001825034-2024-00194, and 0001825034-2024-00196.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0001825034-2024-00189, 0001825034-2024-00191, 0001825034-2024-00193, 0001825034-2024-00194, and 0001825034-2024-00196.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00187, 0001825034-2024-00188, 0001825034-2024-00189, 0001825034-2024-00190, 0001825034-2024-00191, 0001825034-2024-00192, 0001825034-2024-00193, 0001825034-2024-00194, 0001825034-2024-00195, 0001825034-2024-00196, 0001825034-2024-00197, 0001825034-2024-00198, 0001825034-2024-00199, and 0001825034-2024-00200. D10 medical devices: oss reinforced yoke catalog#: 150493 lot#: ni oss 7cm segmental femoral rt catalog#: 150354 lot#: ni cps short anchor plug 16mm catalog#: 178558 lot#: ni diah seg lock screw set catalog#: 150481 lot#: ni cps transverse pin 6pk 36mm catalog#: 178528 lot#: ni oss 3cm diaphysel segment catalog#: 150464 lot#: ni cps centering sleeve 19mm catalog#: 178541 lot#: ni cps nut co-cr-mo alloy catalog#: 178512 lot#: ni oss segmental stacking adapter catalog#: 150483 lot#: ni cps/oss 5cm tpr adapt w/oss sc catalog#: 178711 lot#: ni oss tibial poly bearing 16mm catalog#: 150412 lot#: ni oss poly femoral bushings catalog#: 150477 lot#: ni oss poly lock pin catalog#: 150478 lot#: ni oss mod tib baseplate 79mm catalog#: 150424 lot#: ni oss cemented im stem 13mmx90mm catalog#: 150362 lot#: ni. G2 foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately sixteen (16) months post-operatively due to unknown reasons. Attempts have been made and no further information has been provided.